Manufacturer narrative:
Investigation summary based on available information: review of the manufacturing records did not present any irregularities during the final packaging inspection process relatives to the subject device. Based on the event description, and assuming the recorded low impedance and high capture threshold, a lead integrity issue could explain the reported event. However, since no patient files or additional evidence were provided to support the investigation, and the lead was not returned for analysis, no conclusive statement on the root cause can be drawn. This case is retained for trending purposes.

Event description:
Reportedly, a ventricular lead was implanted in (B)(6) 2023 for a pacing-dependent patient. In (B)(6) 2024, a low ventricular impedance and a high pacing threshold were recorded. It was also impossible to unscrew it, which made explantation difficult. An insulation break was noted near the suture sleeve, related to the sutures removal.

Event description:
Reportedly, a ventricular lead was implanted in (B)(6) 2023 for a pacing-dependent patient. In (B)(6) 2024, a low ventricular impedance and a high pacing threshold were recorded. It was also impossible to unscrew it, which made explantation difficult. An insulation break was noted near the suture sleeve, related to the sutures removal.